Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed for "damaged distal cap. Disconnected connection tube.". However, olympus was able to confirm the customer failure "interrupted light beam". A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: no nonconformances were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the burn on the light guide lens, the illumination was uneven. There was no patient involvement.